Manufacturer narrative:
The device was returned to zoll medical (B)(4). The customer had reported that the device did not show any activity throughout the call. A review of the device's activity log did not find any indication of a device failure. The device was tested and no fault was found. The monitor board was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a pt the device had a blank display. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this claim is still under investigation.